Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. Prior to the procedure, when the device was being assembled, it was difficult to attach the handle with the blade housing. Then, during use on the patient, after the blade was completely exposed, it went back in its original position, so surgeon could not use the device. The procedure was converted from laparoscopic to a laparotomy which caused a prolonged hospitalization.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.

Manufacturer narrative:
(B)(4): blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.